Event description:
Approximately six months after hvad® implantation, the patient experienced power switching from one port to the other earlier than expected followed by a "critical battery" alarm. At this time, the patient disconnected and reconnected both battery power sources resulting in the discontinuation of the alarm. All the batteries were replaced and returned to heartware for analysis. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The two batteries, (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed "critical battery" alarms and power switching events on the date of the reported event. The batteries, (B)(4) passed visual inspection and functional testing in a lab environment. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the connected batteries. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to a communication error between the batteries and controller. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the batteries ((B)(4)) have been received by the manufacturer, and are awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation.